Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found. Device will not be returned.

Event description:
It was reported to nevro that a patient with a possible infection, had surgery to remove a hematoma at the ipg site. The device was explanted. The patient was given oral antibiotics for the staph infection. Follow up report indicated that the patient has recovered without sequelae.